Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9kz31 expiration date: 08/2015 manufacturing date: 09/2010 (B)(4). The analysis results found that the device (c) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device c additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4).

Event description:
It was reported that during a laparoscopic gyn procedure, there was insufflation issues. There were two surgeons involved in the case that used the product. It is unknown what date the procedure was performed on. During the procedure the surgeon was required to use at least two tanks of co2 to complete the procedure. There was no patient consequence reported.